Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported events of high pacing lead impedance and failure to capture were not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood and tissue. A visual and x-ray examination of the helix mechanism revealed no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to blood and tissue in the helix region. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray examination of the lead revealed no anomalies.

Event description:
It was reported that loss of capture, high pacing impedance, and difficulty to extend the lead helix were observed on the right ventricular (rv) lead during the implant procedure. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.